Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:display front defective. Touch without function. Calibration not possible. .

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed as a complaint. With this investigation it could be confirmed that the device failed to meet its specifications at the time of the event. The event is said to have occurred on (B)(6) 2024, when the device was in ventilation mode, but ventilation was not started that day. It is therefore assumed that the event with patient involvement occurred earlier. The last extended period in which most probably a patient was ventilated by the device started on (B)(6) 2024 at 21:22:34. The device was switched from standby to duopap and ventilation was started with "start on" at 21:22:38. The ventilation continued until (B)(6) 2024 at 05:47:02 and the device was then switched from duopap mode to standby by the operator. During the ventilation period, no technical errors or technical events were logged; sometimes "turn the flow sensor" and "vt low" messages occurred. On (B)(6) 2024 at 10:42:28 the device was switched off, "power off ventilation software" was logged. Neither harm to patient, user or third party was reported because ventilation could be continued normally until the operator switched off the device. The service technician, however, reported that the ventilator was changed to ventilate the patient. The device was in service from 12.04.2024 at 7:20:16 to 17.04. 2024 at 10:15:11. The service software was started and stopped several times, and no patient was involved during this period. The service technician of the distribution partner reported that the touch function of the display no longer worked as intended and that the calibration of the display did not solve the problem, so the display front was replaced. Based on the information available, this issue may have caused a delay in treatment or harm of the patient should it recur under less fortunate circumstances. Because a potential hazard could be present in this case, this event was classified as potentially reportable. Currently there is no CAPA on this issue because the severity rating paired with the number of failures do not justify it. Nevertheless the failures are monitored constantly and if the failure rate should increase, a CAPA will be considered.

Event description:
The following was reported to hamilton medical ag: summary:display front defective. Touch without function. Calibration not possible. .

Event description:
The following was reported to hamilton medical ag: summary: display front defective. Touch without function. Calibration not possible.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed as a complaint. With this investigation it could be confirmed that the device failed to meet its specifications at the time of the event. The event is said to have occurred on 17.04.2024, when the device was in ventilation mode, but ventilation was not started that day. It is therefore assumed that the event with patient involvement occurred earlier. The last extended period in which most probably a patient was ventilated by the device started on (B)(6) 2024 at 21:22:34. The device was switched from standby to duopap and ventilation was started with "start on" at 21:22:38. The ventilation continued until on (B)(6) 2024 at 05:47:02 and the device was then switched from duopap mode to standby by the operator. During the ventilation period, no technical errors or technical events were logged; sometimes "turn the flow sensor" and "vt low" messages occurred. On (B)(6) 2024 at 10:42:28, the device was switched off, "power off ventilation software" was logged. Neither harm to patient, user or third party was reported because ventilation could be continued normally until the operator switched off the device. The service technician, however, reported that the ventilator was changed to ventilate the patient. The device was in service from on (B)(6).2024 at 7:20:16 to 17.04. 2024 at 10:15:11. The service software was started and stopped several times, and no patient was involved during this period. The service technician of the distribution partner reported that the touch function of the display no longer worked as intended and that the calibration of the display did not solve the problem, so the display front was replaced. Based on the information available, this issue may have caused a delay in treatment or harm of the patient should it recur under less fortunate circumstances. Because a potential hazard could be present in this case, this event was classified as potentially reportable. Currently there is no CAPA on this issue because the severity rating paired with the number of failures do not justify it. Nevertheless, the failures are monitored constantly and if the failure rate should increase, a CAPA will be considered. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information,